Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00262. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 stand indicating that the caster had loosened and fallen off. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The biomedical engineer (bme) resolved the issue by installing the adhesive loctite onto the caster threads and reinstalled the casters. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.